Manufacturer narrative:
Patient identifier not available from the site. The axiem cable was returned to the manufacturer for analysis. Analysis found that the returned cable was found to be in good condition with no apparent physical damage. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that software functioned as designed. A medtronic representative went to the site to test the equipment. Testing revealed that system performed as intended. There were no hardware parts replaced.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site was having axiem and emitter communication issues while trying to set-up for a case. They restarted the system 3 times without resolution. This occurred pre-operatively with no delay to surgical time. There was no reported impact on patient outcome.

Manufacturer narrative:
Correction: aware date corrected to feb. 6, 2019. Additional information: the site has denied patient info for this MDR contact: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site was having axiem and emitter communication issues while trying to set-up for a case. They restarted the system 3 times without resolution. This occurred pre-operatively with no delay to surgical time. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: the site has denied patient info for this MDR contact: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site was having axiem and emitter communication issues while trying to set-up for a case. They restarted the system 3 times without resolution. This occurred pre-operatively with no delay to surgical time. There was no reported impact on patient outcome.